Event description:
Related manufacturer reference number: 3006705815-2022-00505. It was reported the patient fell and later experienced ineffective therapy. Diagnostics and x-rays discovered that one of the patient's leads had high impedance and the lead had migrated. In turn, surgical intervention took place wherein the lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all leads are being reported.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.